Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that a video cable was defective and was replaced. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the sys 9800's image goes completely white when placed in the lateral position. There was no adverse pt involvement reported. There was no pt info reported.